Manufacturer narrative:
The quattro catheter involved in the reported complaint will not be returned for evaluation because the customer has disposed of it. Therefore, a physical investigation could not be performed and the root cause could not be determined. It was reported that 1000ml of saline was infused in the patient's vasculature. No patient injury reported. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer could benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed. The event's relationship to the device and procedure is casual.

Event description:
The customer reported a possible quattro catheter (lot # unknown) leak during the ivtm therapy rewarming phase. No further details were provided regarding catheter placement, as the patient had been transferred from another facility with the catheter already inserted into the right femoral vein. The customer used three saline bags without any leaks around the patient or error messages. The customer replaced the saline (ns) bag every three hours without performing a catheter leak check. Per the customer, it was a very slow loss of fluid. Following the call, the customer performed a catheter test and found blood in the syringe, suggesting the catheter leak and the infusion of approximately 1000 ml of saline into the patient's bloodstream. The treatment was discontinued after the catheter was removed. No consequences or impact to the patient.